Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root cause could be related to a lack of compatibility of the luer lock with alcohol or another assembled component. The potential root cause could also be related to improper use by the customer where they exerted too much force on the assembly or applied too much alcohol to the connections causing breakage. Another possible root cause could be the presence of a gap between the tubing connection and the rotating luer lock, which is related to a supplier manufacturing assembly error. An internal investigation was opened to determine the exact root cause. The current process controls detection include 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection during the manufacturing process and final physical inspections, 4) 100% leak and occlusion test are performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 5) quality sampling for final physical testing, for performing a flow and underwater leak tests. The batch record fa25f02046 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.

Event description:
The following has been reported: nurse reported: "per nursing report, after connecting an iron dextran test dose infusion to a patient, there was leaking of the medication noted from the tubing set where the retractable collar is located. Because the infusion was leaking and not infusing into the vein, there was also blood backing up into the tubing from the patient's piv. Unfortunately, the iron dextran test dose needed to be re-made by pharmacy given the significant drug loss in the tubing for this small volume infusion. This also caused a delay for the patient to receive this high-reaction potential medication. Replaced the tubing and had to get a new test dose bag from pharmacy. " patient harm: no a preliminary review identified the following issue: administration set leak (external part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.